Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, loss of capture was observed on the ventricular channel. The device was reprogrammed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Correction: upon review, the unify assura ICD should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction on the device but rather on the right ventricular and left ventricular leads. Both leads were reported under the following manufacturer report numbers: 2017865-2019-03739, 2938836-2019-01783.